Manufacturer narrative:
Concomitant medical products: product ID 748940, serial# (B)(4), product type: extension. Product ID 748940, serial# (B)(4), product type: extension. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider and the patient reported that the device never worked for the patient. The implant had failed and would not turn on and was unable to be programmed. The device remained in the patient for several years after it failed and was just recently removed. It was noted that the patient recovered without sequelae. The patient was implanted for postlaminectomy pain.

Manufacturer narrative:
Analysis of ins model 7427, sn: (B)(4) found no significant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.